Manufacturer narrative:
Two locking caps and a x-ray image were received for evaluation. Imaging provided revealed at least one locking cap had dislodged from its respective screw head and a single rod has partially slipped out of the 1 level construct. Visual evaluation of both locking caps revealed minor wear and markings around the outer edge of the bottom surface. These markings may indicate edge loading of the locking cap along the rod interconnection section. Large regions of the rod also appear polished, possibly indicating periods of sliding motion. However, an exact cause of the reported issue cannot be determined.

Event description:
It was reported that revision surgery was completed for creo mis locking caps that had loosened post operatively.